Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a recurrent left incisional ventral hernia repair on (B)(6) 2005 and mesh was implanted. On (B)(6) 2015 the patient had the mesh removed by dr. (B)(6). During this procedure, while attempting to remove the adhesions with sharp dissection, the bowel was perforated and had to be resected. The plastic surgeon, dr. (B)(6), noted ¿the patient had significant scarring all throughout her subcutaneous tissues in the abdominal wall.¿the patient was discharged on (B)(6) 2015 and was readmitted to (B)(6) on (B)(6) 2015, with a small bowel obstruction. She was transferred to the transitional care unit and underwent daily physical and occupational therapy on (B)(6) 2015, since she could no longer ambulate on her own; and was discharged on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Additional information.